Manufacturer narrative:
Functional evaluation of the returned autopulse platform was performed and ua16 (timeout moving to take-up position) error messages displayed upon powering up. The motor train of the platform was replaced to remedy the issue. Once completed, error message was able to be cleared and the autopulse passed the final functional testing with no issue or faults observed. Archive review showed there were numerous of faults ua16 (timeout moving to take-up position), ua02 (compression tracking error), ua7 (discrepancy between load 1 and load 2 too large), ua17 (max motor on time exceeded during active operation) and ua24 (timeout moving to "home" position) appeared on (B)(6) 2016. During initial functional testing, ua16 (timeout moving to take-up position) error messages displayed upon powering up .the motor train of the platform was replaced to remedy the faults observed. The ua02 (compression tracking error), ua7 (discrepancy between load 1 and load 2 too large), ua17 (max motor on time exceeded during active operation) and ua24 (timeout moving to "home" position) error messages showed in the archive but not verified during initial functional testing. Ua02 (compression tracking error) occurred on the first compression improper take up. The drive shaft rotates and shortens/tightens the lifeband compressing the chest. The load sensors do not see the expected increase in load (false take -up) this happens due to possible movement of patient or board and was cleared when patient was moved out of the platform. Ua07 (discrepancy between load 1 and load 2 too large) means the load sensing system has detected a weight/load imbalance between the two load cells. The patient not oriented on the platform correctly or the patient has shifted during compressions. This error message was cleared when patient was moved out of the platform. The load cells characterization test confirmed that both cell modules are functioning within specification when tested during the final functional testing. The ua17 (max motor on time exceeded during active operation) and ua24 (timeout moving to "home" position) were all related to the defective drive train motor and was cleared when replaced. Possible root cause of the defective drive train maybe related to a normal wear and tear of the platform as this device has exceeded its 5 year usage life with manufacture date of 12/14/2010 visual inspection was performed and noted no damage upon receipt. The autopulse passed the ltrf (large resuscitation test fixture) testing and final functional testing with no issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), which is a protective features that are designed to prevent compression when patient is not properly aligned with the device. Manual CPR was performed. Changing from the autopulse to manual CPR is quick, and is similar to the time necessary for rescuer rotation during standard manual CPR. Therefore, because the conversion to manual CPR was quick and was available, the patient's outcome was not negatively impacted by the interruption.

Manufacturer narrative:
Investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that chest compressions were started using the autopulse on the patient with cardio-pulmonary arrest who was delivered by ambulance. After the first compression was applied , the lifeband became loose and error messages user advisory (ua)7 (discrepancy between load 1 and load 2 too large), (ua)17 (max motor on time exceeded during active operation),(ua)16(max motor on time exceeded during active operation) and (ua)24(timeout moving to "home" position) were displayed. As the error messages pattern was unable to be cleared, the use of the device was terminated and manual CPR was administered instead. No other information provided regarding the patient condition at the time of the event. When zoll (B)(4) verified the device operation , the (ua)2(compression tracking error) error message was observed .